Event description:
Boston scientific crm received information that this pacemaker exhibited a battery longevity estimate of 0.5 years remaining on the gas gauge display. During the same pacemaker follow up, the pacing mode was changed from bipolar to unipolar pacing mode under lead configuration and the gas gauge then displayed 1.5 years remaining. The device was going to be replaced, but the patient had developed a urinary tract infection and the replacement procedure was cancelled. Technical services (ts) consulted with engineering who noted that 0.5 years was the most likely longevity remaining for this device. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted one year and eight months later for normal battery depletion.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.